Event description:
The device was used during a gastric banding procedure. Reportedly, the device broke. No add'l explanation is available. The hosp has reported no pt injury.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.